Event description:
It was reported that an end stage cancer patient did not believe that they were receiving the personal therapy manager (ptm) bolus doses ¿even though¿ the ptm confirms the patient did received the dose, as though the medication was not affecting the patient. The patient believed that she was receiving the simple continuous rate. There had been reservoir volume discrepancies where there was 7cc and then 10cc more than expected at the last 2 refills but the reporter was not totally sure about the timelines either. The doctor was not planning on doing any surgeries relating to the pump/catheter because the patient was end stage with cancer. The patient name and the drug delivered by the system were not reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8835, serial# unknown, product type programmer, patient; product ID neu_unknown_cath, serial# unknown, product type catheter. (B)(4).